Event description:
The product in question is a dexcom g6 continuous glucose monitor for controlling my type 1 diabetes. The sensor failed overnight giving my tandem insulin pump incorrect information resulting in elevated glucose levels. The sensor showed extremely low glucose levels which were too low to register. The sensor reading was 'low'. This causes my pump to stop insulin delivery. I checked the glucose level with a meter and it read 232. I have had many similar problems with the dexcom sensor, each of which has been reported to dexcom. The sensors tend to fail on the 9th and 10th day of the sensor session. This is a persistent problem that has not been addressed by dexcom.